Event description:
International customer reported that the device inflated with air four days after initial activation. The device functioned normally until this time. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 12/11/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.